Event description:
Journal article received: treatment of distal humerus fractures with lcp dhp locking plates in patients older than 65 years. Authors: g. Ducrot, f. Bonnoment. P. Adam, m. Ehlinger. Orthop traumatol surg res. 2013 apr;99(2):145-54. A retrospective study included 46 patients with various fractures with a mean age of 80 years were implanted with synthes locking compression plate(lcp)distal humerus plate(dhp)system between 2004 to 2010. Postoperative complications included decrease in flexion, infection(3), non-union(2), ulnar nerve injury(6), radial nerve palsy(1) and peri-articular ossification(4). Follow up range was 10 to 64 months. It was noted that two patients had died postoperatively (date and cause unspecified) and one patient was lost to follow up (date and cause unspecified). This report represents an unknown screw. This is report 2 of 2 from complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Date of event: publish date april 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.